Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, it was noted that the right atrial lead had sporadic low impedance over the past year. The lead exhibited insulation damage and was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and would continue to be monitored as normal.